Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the patient experienced a blood glucose (bg) of 600mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and air bubbles were noted in the cartridge. This report is being made due to the bg excursion the patient experienced due to an alleged site/set/cart issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump passes delivery accuracy with no air bubbles detected; pump found to be delivering accurately and within range. Typical usage alarms were observed in the alarm history. The pump completed 24hr duration testing with no eaw¿s. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).